Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that they identified error codes message of recoverable condition and occlusion safety valve open alarm in the event log. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's technical support (ts) contacted the customer and advised customer that the engineering evaluation of the recoverable condition code on the drpt was determined to be an isolated incident, no parts replacement required. Ts also advised customer to perform a full performance verification test (pvt) and address any issues and to perform the occlusion safety valve open alarm troubleshooting. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to customer performed the troubleshooting per the manual for the occlusion safety valve open alarm code and no issues found.